Manufacturer narrative:
The device was returned to the manufacturer for repair. The service reports indicate that the device has not been in for service since purchased in 2008. The inspection found that the device was out of calibration at the 0 and thickness lever setting, however, this would not impact grafting ability. There were small dents and scratches on the head and control bar. Unable to determine the cause of the reported complaint. The device is out of calibration and the damage to the head and control bar are indicative of a lack of preventative maintenance. Records indicate this device has not been returned to zimmer for service since its purchase in (B)(6) 2008. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventative maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome blade wobbles, tore the patient's skin and stitches were needed, as stated by the surgeon.